Event description:
Pt experienced 11 minutes of a persistent life-threatening episode of bradycardia. The monitor identified bradycardia with an alarm followed by a continued period of bradycardia for approx 11 minutes during which no arrhythmia was identified or alarmed. At the end of this 11 minutes period of bradycardia with no alarms, the monitor again alarmed for bradycardia followed immediately by a false alarm for v-tach that occurred when CPR was initiated as pt was found unresponsive. Pt was transferred to coronary ICU. Approx 3 hours later, pt coded. Pt died approx 6 hours later.